Event description:
It was reported that during the repositioning of the pt the blue vent tube caught on something during the moving of the pt, and the shuttle came off the track causing full extubation. It was further reported that the pt was re-intubated and no further medical concerns were noted related to the extubation.

Manufacturer narrative:
.